Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the prime process. Insulin shot out during the manual prime process. The blood glucose reading was 172 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.